Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lar procedure since an error noise sounded, the device was checked and then the blade was broken. Another device was used to complete the case. There were no adverse consequences to the pt.